Event description:
A potential product issue has been reported internally with our artiste linear accelerator. In the abundance of caution this issue is being reported. At a virtual wedge in the jaw did not reach the correct position. (Target= 1 cm, position was 4 or 5 cm). The system released and the result was a wrong wedge angle.

Manufacturer narrative:
Further investigation is required. The preliminary risk assessment indicates: severity: 3 (critical): there has been no mistreatment or injury reported. The measurements have been performed and found during routine qa. It has been determined that this problem may happen also with patients resulting is a possible dose to a wrong location for multiple fractions and thus cause a serious injury. Probability: b (improbable): there have been no similar issues reported before. The physicists have to perform regular qa for virtual wedges and will detect any inconsistency in their plans. It is unlikely, that a patient treatment is performed with virtual wedge parameters that have not been verified/measured before. No other products are affected.